Event description:
It was reported failure to open the cdh29p when performing laparoscopic colorectal anastomosis. They could not remove the machine and the anastomosis opened. There were no patient consequences.

Manufacturer narrative:
Pc-(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.